Event description:
Clinical study. Two hundred eighteen days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated in the index procedure was a 3.25mm, 90% stenosed portion of the distal left anterior descending (dist lad) artery. The dr treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.00x24mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. Two hundred eighteen days after the initial procedure it was reported by the pt's relative during follow-up that the pt expired from lung cancer. There was no autospy. In the opinion of the dr the relationship of the pt's death to the target lesion is unk.